Manufacturer narrative:
This device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received which noted that this device was electively explanted during a surgical revision to explant the patient's rv lead due to a lead fracture. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested regarding this event. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and the patient's right ventricular (rv) lead exhibited an rv impedance measurement of greater than 3,000 ohms. There were no episodes of noise in the arrhythmia logbook. An x-ray had been taken in the past that appeared abnormal; therefore, another x-ray would be performed. Tachycardia therapy was programmed off due to a possible lead issue. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which noted that during the revision, a visible fracture of the patient's rv lead insulation was observed. The replacement of the device was elective per the physician. No additional adverse patient effects were reported.